Event description:
It was reported that the patient faced infusion set issue at tubing and cartridge pigtail on (B)(6) 2026, patient had high blood glucose level with positive ketones, patient first went to ER and was subsequently hospitalized, admitted to ICU and treated with saline, potassium, magnesium insulin.

Manufacturer narrative:
Based on the available information, this event is deemed to be serious injury. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item to date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.